Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a cracked minicap. The device was not used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, however a photograph was received and evaluated. Visual inspection of the photograph verified the presence of a crack. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.